Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection was performed which showed two tubing lines, each had an indentation mark from a slide clamp. The slide clamp is a component assembled on the tubing line of the infusor device. Therefore, it is normal to see an indentation mark when the clamp is opened (disengaged) on the tubing line. However, it is unknown if the indentation in the line contributed to the priming issue. The cause of the condition could not be determined; however, the probable cause may be use-related factors. The product label (IFU, instructions for use) provides instructions for proper handling of the device during preparation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) extra large volume infusors would not prime. The devices contained ropivacaine 0.2% 600ml in 0.9% normal saline. This was discovered during primimg. There was no patient involvement. No additional information is available.